Event description:
Pt had acl reconstruction performed in 2003 and the surgeon implanted a soft tissue allo graft with the use of a 40mm endobutton cl without incident. The following month the pt returned with a high fever. The following day the pt's fever went even higher. Two days later the surgeon performed revision surgery to remove the allo graft and endobutton from the pt. The pt had a blood test which was cultured and found to be positive for genus staphylococcus coagulase negative, species was not identified. The graft was also tested and found to have the same bacteria. Pt is doing fine and is being treated with an antibotics regime that will be completed 21 days later. Revision surgery will be performed at a date yet to be determined.